Event description:
It was reported that an occlusion alarm occurred. There was no adverse impact to customer¿s blood glucose level. Customer declined to provide additional information about past occlusions, and no further actions or outcomes were documented.